Manufacturer narrative:
During a follow-up call on (B)(6) 2017, the customer confirmed that the insulin gauge was decreasing as expected and the fill estimate was accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an inaccurate fill estimate after filling a cartridge with insulin. Reportedly, the cartridge was filled with more than 300 units. Tandem technical support educated the customer on the proper way to fill the cartridge. The customer had not tested blood glucose level at the time of the call; however, there was no reported impact to the customer's blood glucose level.